Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and measured low impedance. Asynchronous pacing was observed. Reprogramming was performed to unipolar configuration. The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.